Event description:
It was entered by repair work order that the sensor coil cable was damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.